Event description:
Pt was scheduled to have hysteroscopy with novasure ablation. Pt insisted to still go through the procedure. The novasure ablation did not work for this case after several attempts.